Event description:
According to the reporter: during tlh total laparoscopic hysterectomy procedure, the device did not work properly; the device was difficult to load, unload and toggle the needle fell into patient cavity and was retrieved. No x- ray was performed, no tissue damage , no blood loss. Additional endostitch was used to resolve the in order to complete the case, no injury to patient, patient status : alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received two devices. The visual inspection of the returned product noted:no witness marks from the needle tip impacting the beveled wall were observed on devices. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing where devices were loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Devices were found to function properly and needle remained intact. No difficulty was experienced in loading, unloading or toggling the needle in the devices. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.